Event description:
The manufacturer was contacted regarding a simplygo mini device. A fasc representative visually inspected the device, and the complaint was confirmed: low o2, inlet filter pm, tubing pm, and broken power connector. The service technician replaced the defective parts and updated the software.

Manufacturer narrative:
H3 other text : the device was analyzed by a fasc representative.